Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump passed self-test and was monitored for 96 hours and no unexpected alarm noted. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator and no unexpected sensor anomaly noted. The insulin pump communicated properly with bg meter. Unable to download history file using carelink pro due to displayable history crc check failed on startup error alarm found in alarm history screen. The displayable history crc check failed on startup error alarm occurred due to corrupted history file. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm and a64 alarm on the insulin pump. The customer's blood glucose level was 123 mg/dl. The customer stated that the alarm received was a64 and then alarm history showed. The customer was also advised that their is motor error alarm on (B)(6) and when to troubleshooting. The customer was assisted in clearing the alarm. The patient was advised to disconnect to insulin pump. The customer was advised that a false motor error alarm may be caused by viewing sensor glucose graph while delivering bolus. The customer was advised to return the insulin pump with battery and zero out the basal rates. The patient was advised to discontinue use of insulin pump and revert to back up plan. The customer was advised that the insulin pump need to be replaced.